Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing due to noise was noted on the right ventricular lead; cardiopulmonary resuscitation was performed on the patient. The patient was admitted to the emergency room. Programming modifications were discussed. No further information was reported.